Manufacturer narrative:
Date sent to the FDA: 2/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and meshes were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted extensive intra-abdominal adhesions of small bowel, colon and omentum to both pieces of mesh the left mid abdominal mesh and the previously placed periumbilical mesh. There were several loops of small bowel and a loop of colon in the central abdomen was adherent to the mesh that were lysis. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information is provided.